Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory data showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) date was (B)(6)2013.

Event description:
It was reported that the device had unexpected longevity as the device has now reached elective replacement indicator (eri). It was noted that the device has been implanted for only three years. The device was explanted and replaced. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5076 implantable pacing lead implanted: 2007-(B)(6); 4194 implantable pacing lead, implanted: 2007-05-15. (B)(4).

Event description:
It was reported that the device had unexpected longevity as the device has now reached elective replacement indicator (eri). It was noted that the device has been implanted for only three years. The device was explanted and replaced. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.